Manufacturer narrative:
(B)(4). Date sent: 9/24/2024 d4: batch # t9347l correction d4. Primary UDI number investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b5lt device was returned inside it's package unopened with no apparent damage. The device was visually inspected and no damaged found on the sleeve. The device was fully functional according to the manufacturing requirements. The event described could not be confirmed as the device was returned without any damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/15/2024 d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during surgery, after insert into the trocar, noted the device was broken . Another device was used to complete the surgery. There was no patient consequence reported. No additional information could be provided.